Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During the surgery the head could not be detached from the shaft. It is not known if there was a delay in surgery.

Manufacturer narrative:
Review of event description: during surgery on (B)(6) 2020, the head could not be detached from the shaft. Product evaluation: visual examination: the avenir stem with mounted cocr head was returned for examination. The head is firmly mounted on the stem and could not be removed. The lot marking of the stem is on the stem taper and is therefore not accessible. There are some scratches on the head. There are also some fine scratches on the stem. In addition, some parts of the hydroxyapatite coating are worn. Measurements: measurements were not taken, as the head could not be disassembled from the stem. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records of the cocr head identified no deviations or anomalies during manufacturing. Due to unknown lot number of the stem, the stem's DHR could not be reviewed. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: during surgery on (B)(6) 2020, the head could not be detached from the shaft. Based on the investigation the reported event can be confirmed. The head cannot be removed from the stem taper. The investigation did not identify a nonconformance or a complaint out of box (coob). It is possible that too much force was applied during head assembly, or that the taper surfaces of the head and/or the stem were not properly cleaned prior to impaction. Nevertheless, an exact root cause could not be found. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.